Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was locked up and became unresponsive. Lost insulin pump setting. Insulin pump was rejected some new batteries. Damage to the casing of the insulin pump such as cracks or hairline fractures crack on the screen. Reservoir cartridge was loose or not secure has fall out. Hearing unusual noises different from the normal rewind noises. Rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.